Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the pump became dislodged 6 months after the implant and had been ¿free floating,¿ flipping, and moving around their abdomen since then. The patient was due for a replacement. The pump was used to deliver baclofen currently, and previously delivered morphine. It was unknown what drug was in the pump when it dislodged. Patient outcome was not provided.